Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was difficult to insert into the stabilizer. Significant force was required to insert the sgc into the stabilizer. A mitraclip was advanced within the patient when it was identified that there was resistance with the m knob and it would no longer turn. The clip was removed from the patient and a replacement mitraclip was selected. A mitraclip xtw was successfully placed on the leaflet and deployed. After deployment the clip came off of the anterior leaflet, and tissue damage was identified. Two additional mitraclips were successfully implanted to stabilize the slda clip. The procedure was discontinued; there was significant resistance while removing the sgc from the stabilizer. Troubleshooting was preformed unsuccessfully and the sgc was removed from the stabilizer connected. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported difficulty inserting and removing the sgc from the stabilizer guide dock could not be replicated in a testing environment due to the returned condition of the device (damage pin hole of the guide attach). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.